Event description:
At 16:15 patient received artz dispo into their knee joint for treatment of osteoarthritis. 16:20 pt felt dizzy and laid down. After that, pt complained of feeling bad, and had the decrease in blood pressure. 16:40 pt took a steroid and epiquick (ephnephrine). Oxygen intake was reduced from 4 l to 1l. 16:50 their symptoms returned to normal except for blood pressure. 17:10 their heart rate was 68. 18:00 pt complained of tremble in their hands. 18:30 pt was carried to another hospital. After taking horizon (diazepam) there, pt settled down and went home.